Manufacturer narrative:
D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within a microcatheter at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. An additional sdw was returned as per good faith efforts (gfe) comments. The microcatheter was cut in order to retrieve the stent. The stent was deformed at the proximal end. All 3 marker bands were present on both ends of the stent. The sdw was broken/fractured at the distal end. The distal tip was not returned. The distal tip of the introducer sheath appeared to have been cut, with approximately 5.2mm removed. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event of ¿stent deployed prematurely during use' was confirmed. The reported event of ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician removed the stent from the dispenser hoop, flushed the outer tube according to the operating procedure, and then aligned the introducing sheath of the stent with the tail end of the microcatheter for insertion. After the stent passed through the microcatheter hub, the physician found that it could not be pushed forward through the microcatheter at all. Upon inspection, it was discovered that the stent was stuck at the proximal end of the microcatheter and had become deployed. Subsequently, the physician withdrew the microcatheter and the stent, replaced them with a microcatheter and a stent of the same model, and successfully deployed them, completing the procedure without causing harm to the patient'. A product condition update was provided which stated that, after the procedure, the physician couldn't tell which delivery wire was from the complained product, so they returned two delivery wires to us. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. It was necessary to cut the microcatheter unit in order to remove the stent. Once removed, the stent was noted to be deformed near the proximal end, and the 3 marker bands were present on both ends of the stent. The distal tip of the sdw was broken/fractured just proximal to the proximal bumper. The broken tip of the wire was not returned for analysis. The introducer sheath was returned for analysis. The distal tip of the sheath was missing. When measured, the sheath was approximately 5.2mm shorter than specification. It is unclear how the distal section has been removed but it is likely to have been removed using a sharp blade, as evidenced by the clean cut on the distal end of the returned sheath. The damage noted to the distal end of the introducer sheath typically occurs if the tip is intentionally cut off/removed from the sheath. There are many possible reasons which may lead to cutting a damaged distal tip off the sheath including (I) the type of microcatheter in use (its more likely when a non-stryker microcatheter is used), (ii) if the tip of the sheath gets damaged (while being removed from the transport dispenser or while being inserted into the rhv through the vent cap), or (iii) if the distal tip opening gets crushed due to being advanced too far distally inside the microcatheter hub. Cutting the distal tip off the introducer sheath means that the stent would have advanced into a gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The stent would begin to deploy in this gap, resulting in resistance and friction when the stent was advanced up through the microcatheter lumen. Based on review of all available information an assignable cause of handling damage has therefore been assigned to the reported event of ¿stent deployed prematurely during use', ¿stent difficult/unable to advance or pullback through catheter' and analysed events of ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw broken/fractured during use¿, ¿stent introducer sheath damaged¿ . This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications. However, there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that the stent subject device was used in the medical procedure. However, the subject device could not be pushed forward in the microcatheter when it passed through the hub of microcatheter and got deployed at the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent subject device was used in the medical procedure. However, the subject device could not be pushed forward in the microcatheter when it passed through the hub of microcatheter and got deployed at the proximal end of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.